Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error as well as compromised force sensor system. The customer's blood glucose was 167 mg/dl. While troubleshooting, the customer stated that insulin was squirting out during the manual prime process and that he was unable to exit the "preparing to prime" loop. The customer confirmed that the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed prime during basic occlusion test due to missing motor support disc. No motor error alarm noted during testing. The insulin pump had a cracked motor and cracked motor flex cable. It was unable to perform the occlusion test, prime test and the excessive no delivery test due to missing motor support disc. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.